Event description:
It was reported that patient had left hip revision due to painful pseudo tumor. Sleeve was put on accolade stem. It was not removed.

Manufacturer narrative:
An event regarding a painful pseudotumour involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated that the device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient had left hip revision due to painful pseudo tumor. Sleeve was put on accolade stem. It was not removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.